Event description:
(B)(6) / the product was purchased directly from the manufacturer. It is a medical device to monitor blood glucose for pre-diabetic patients like me and a new device is inserted on my arm every two weeks. I started using the product on (B)(6). Here are the issues with this device: 1. The product is advertised to work for 15 days. Since (B)(6), only two of my devices have lasted 15 days. All others failed between 1-12 days, resulting is significant increased cost. Stelo does not provide data on failed device percentages but the FDA should investigate this. 2. The manufacturer provides no accessible customer service number or chat. Chat goes into an endless loop of disconnecting. There is no general phone support and the primary access point is a bot. If you can get to a representative, they have no training in any clinical matters, device trouble shooting, tech support, or any type of support beyond managing orders. There is not real service for a medical device and that is not acceptable. 3. Replacement devices are not always approved and for no particular reason. The patient is required to engage with a bot, fill out a form, wait for a determination, and then is provided no reasoning for a decision. This makes no sense since their devices are failing and it's not like customers want them to fail and have some alternative motivation other than wanting a reliable device. 4. The devices are wildly inaccurate compared to a finger stick or doctor office test. They claim up to 20% difference but spike are more like 25-35% inaccurate. There is also no way for a patient to calibrate. Therefore, the device does not tell the patient about what is really happening with blood glucose and that is the core purpose of the product. Do I have diabetes or not? That is not an answer the device can provide and that is it's purpose. Additional product details: see picture below. Device is the FDA approved over the counter stelo cgm.